Event description:
Report received of an over-delivery of IV fluids due to operator error in programming the device. An unspecified IV solution was ordered to infuse at 10ml/hr with a volume to be infused of 100ml. It was reported that the rn switched the volume to be infused and the rate when programming the device. The event was investigated by the hosp and found to be operator error in programming the device. The customer contact reported that there was "no bad outcome" for the pt. The customer was not able to provide any further info stating that the info was privileged and confidential. The pump was not isolated and serial number was recorded. No device will be returned for testing.